Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump alarmed button error. Customer stated he was trying to deliver insulin to treat his high blood glucose; customer will treat with manual injection. Customer stated that the insulin pump could have been exposed to sweat. Blood glucose level 234 mg/dl. Nothing further reported.